Manufacturer narrative:
Unit passed displacement test, sleep current measurement, active current measurement and selftest. Pump trace download analysis confirmed the pump alarmed power error 25 alarms. The power management tool confirmed power error 25 alarms was triggered when the backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance j6/pcb 1. After disconnecting and reconnecting the internal battery connector on j6/pcb 1, the pump was monitored and functioned properly. Unit received with scratched casing, minor scratches on lcd window, scratches on display window cover, pillowing keypad overlay, slightly damaged keypad overlay texture at bottom right corner of overlay and corroded battery tube. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had battery issues as has been reported. The blood glucose at the time of the incident was unknown. The device will be returned for analysis.